Event description:
It was reported that this right ventricular (rv) lead exhibited gradually increasing shock impedance. The impedance reached a high out of range value. The field representative provided advice on how to proceed. The lead remains in use. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited gradually increasing shock impedance. The impedance reached a high out of range value. The field representative provided advice on how to proceed. The lead remains in use. No adverse patient effects were reported. Additional information indicates that a defibrillation threshold (dft) test has been performed. Code 1005 was triggered during the dft test, indicating that there was an open circuit condition during shock delivery. A lead revision has been scheduled. The lead remains in use. No additional adverse patient effects were reported. Additional information received indicates that the lead was explanted and replaced with a non-boston scientific product. No additional adverse patient effects were reported.